Manufacturer narrative:
Update to d9, g3, g6, h2, h6, h10 to reflect device evaluation. According to medical records provided, the opening of the prosthetic aortic valve appears to be limited. There are no vegetations or thrombus on the prosthetic aortic valve. The aortic valve area = 0.95 cm2 by continuity equation. The aortic valve area indexed for bsa = 0.62 cm2/m2 by continuity equation/bsa. The dimensionless index is 0.22 (severe<0.25). There is no central aortic regurgitation. Mild paravalvular aortic regurgitation. As the valve remains implanted, no functional testing, dimensional testing, visual inspection could be performed. No imagery was returned for evaluation. Commander delivery system with s3 IFU was reviewed for instructions relating to the complaint event. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years post valve implant, which could not be determined at this time, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation ongoing. This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Preprocedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per the instructions for use (IFU), vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Investigation is ongoing.

Event description:
As reported by field clinical specialist, the patient came in for a transfemoral 29mm sapien 3 valve. This patient had heavily calcified iliac arteries. The delivery system balloon ruptured at the end of deployment, when the valve was fully deployed. Nominal volume was used. There was no pvl. The physician was not able to pull the delivery system back into the sheath. The physician attempted to pull the delivery system but it got stuck in the common femoral artery. This caused a large dissection, which the patient was still in the cath lab. The patient was transported from the cath lab to the or so a cut down procedure could be performed. Before leaving the cath lab, they decided to cut the delivery system, so they could easily transfer the patient, with about a foot of the system out of the patient. When the cutdown of the artery was performed, to pull the delivery system out, they pulled out part of the inner lining of the artery. They then did an ilio femoral artery bypass. The fcs currently has half of the delivery system (the handle and part of the catheter), but the site is holding the top porting for a minimum of 14 days before they can release it to the fcs. No photos are available. A 3 mensio is available. No imaging from the procedure is available. The patient's iliac was ballooned prior to insertion of the sheath, but there were not reported resistance pushing the delivery system and valve through the sheath. The patient had a stroke ''over the weekend'' (one to two days post procedure). Per additional information, the patient is recovering very well from the iliofemoral bypass. He is also doing well from the stroke suffered a few days later. He has only minor deficits and still improving.